Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date while at home, the patient began treatment with unknown antibiotics intraperitoneally (dose, duration and frequency not reported) for peritonitis. Extraneal and physioneal therapies were ongoing. The patient was recovering from the event of peritonitis. No additional information is available.